Event description:
Pt was implanted with 4.5mm lcp proximal femur plate and screw construct on an unk date. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware due to pt-initiated request. As the surgeon was trying to remove the plate, he unscrewed and removed one 7.3mm cannulated locking screw and one 5.0mm locking screw. He attempted to remove the next cannulated locking screw and was unable to do so. Reportedly the screw was cold welded to the plate. The surgeon then decided to leave the plate, the complained screw and the remaining (five) other screws implanted. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.